Event description:
Facility reported that 15 minutes into hemodialysis treatment, the pt complained of sob and severe lower back pain. The pt was given benadryl and o2 without relief. The pt's blood was reinfused and the symptoms subsided. The pt was discharged from the unit after waiting 1 hour and no discomfort was noted. The sample was discarded by the facility.